Event description:
Received information stating customer received multiple alarms. Reportedly, customer's blood glucose level was impacted. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new information become available a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.